Manufacturer narrative:
The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.

Event description:
A patient was injected into malar area with radiesse and developed infection; left malar area is hard and swollen. Dr (B)(6) stated it is an active infection, perhaps a biofilm. The patient was injected on (B)(6) 2014, and the onset of injection was (B)(6) 2014. She prescribed bioxin for infection; dose, frequency and duration were not provided. The patient was seen one week post the start of bioxin regimen and the patient was still swollen. Dr (B)(6) injected the patient with vitrase into the area and the swelling went down. On (B)(6) 2014, during a medical consultation with (B)(6), rn at (B)(6), dr (B)(6) stated she injected to the left midface. The patient only received radiesse to the left midface. Three to six weeks post treatment the patient began to experience swelling, erythema, and warmth to the left midface. Dr (B)(6) prescribed bioxin for the patient and the patient has shown some improvement but the issue had not completely resolved. Dr (B)(6) was concerned about biofim. It was explained to dr (B)(6) that biofilm normally only forms around implants, fillers, etc, that encapsulate. Additionally, the mechanism of action of radiesse was explanted and that it does not encapsulate within the tissue. On (B)(6) 2014, dr (B)(6) also spoke with dr (B)(6) and she stated that after discussing the case, that dr (B)(6) should consider an inflammatory reaction as well. She also told dr (B)(6) there was not a way to diagnose biofilm without a biopsy and electron microscopy and event then it is very difficult. She recommended dr (B)(6) continue the antibiotics for 6 weeks but suggested she also consider a prednisone taper. They also discussed trying to break up the product with lido/saline injections. On (B)(6) 2014, dr (B)(6) stated the patient has less swelling but the lumpiness remains. No additional treatments were performed.